Event description:
Caller reported a pump malfunction which did not cause the customer's blood glucose level to exceed 500 mg/dl; there was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).